Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue and it was observed that the battery compartment was cracked and cap was stripped/damaged. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the date range did not cover the complaint date due to continued customer use. An unexplainable power on reset was found on current date range. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered on and functioned properly. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported power issue was verified in the black box but not duplicated in the investigation. No anomalies were found inside the pump. Related to the complaint, the battery compartment was found to have cracked from the threads to the base seal.